Event description:
(B)(4), description: (B)(4) glove exam ns pf stretch large (B)(4) vinyl, glove exam non-sterile powder free stretch vinyl large (B)(4) lot number: chc01-14. Product was opened and noticed that there was a smell that was not normal to the product (described as if smelling like an electrical fire smell), not normal with these vinyl gloves. The lot that seems to be affected was lot number: chc01-14. Opened other lots of the same product and those lots did not have the smell identified with lot number: chc01-14 (27 boxes total have been identified at hospital facility).